Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for mechanical separation since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Event description:
Additional information was received on 04feb2021. The vessel was being accessed with the destination sheath was the left brachial artery. Fluoroscopy of the sheath revealed that there was separation of the wall of the sheath at the proximal insertion site where there was unraveling of the braided part. After completion of the procedure the catheter and sheath began to shear off and made pulling the catheter out in the catheterization lab unsafe. The catheter was removed in its entirety without any resistance. The destination sheath was advanced with no resistance and positioned in the distal aorta. The vessel that the sheath got caught in was the left brachial artery.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, investigation conclusions code 11 has been referenced in section h6. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
Terumo medical received a user facility medwatch report # (B)(4). The event description states: "patient underwent peripheral angiogram and required urgent removal of foreign body from branchial artery. The destination sheath unraveled in the vessel and the vascular surgeon was consulted. The patient was transported from catheterization lab to the operating room (or) for sheath removal and graft placement. The original intended procedure was a guiding sheath procedure." Additional information was received on (B)(6) 2020. The patient had to be taken back to the operating room for removal of the destination sheath that unraveled in the vessel. Vascular surgeon was consulted for the procedure. Additional information was received on (B)(6) 2020. The sheath was removed successfully.